Event description:
During an x-ray procedure that involved lowering the x-ray table, an IV pole base was caught underneath the table skirt, causing the IV pole & equipment attached to it to be pulled back across the x-ray table. Inspection of another table in the dept show dents on the skirt which indicate that this is not the first occurrence. Rptr sees this as being a serious problem because: 1. Pt and tech could have been injured. 2. IV pole with equipment could have been damaged. 3. X-ray table could have been damaged. To compound the problem the base of the IV pole & the bottom of the x-ray table is not a area that the operator would normally be aware of, considering the amount of equipment & techs in the area during a procedure. Recommendation: 1. Rptr recommends that all tables of this type be inspected for dents around the skirt area, & skirt minimum height adjusted to a minimum height that will not allow collision with IV pole base. 2. All techs be made aware of the problem. 3. Warning be posted on table base/skirt indicating possible danger. 4. That the table MFR modify any table in the future that could possible prevent this problem.